Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a motor error alarm and no delivery alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Insulin pump passed displacement test. Customer reported that no delivery alarm was resolved with a complete set change.